Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleged insulin pump was under delivering and had high blood glucose level. Customer blood glucose level at time of incident was 26 mmol/l. The customer alleged insulin pump was under delivering because when customer does a correction is not being delivered. The customer was treated with insulin pump. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the auto mode feature was not active at the time of high blood glucose event. Customer was assisted with troubleshooting for high blood glucose. The device will not be returned for analysis